Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were visited emergency room for low blood glucose on (B)(6) 2021. Blood glucose reading was 22 mg/dl. The customer stated they became unconscious from their low blood glucose. Customers current blood glucose was 299mg/dl. Other blood glucose value was 231mg/dl. Customer was wearing the insulin pump at the time of the admission. Customer was unable to trouble shoot. The insulin pump will not be returned for analysis.